Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the x-stage cover was damaged. The representative reported that the cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, when performing a planned maintenance (pm) the representative found that the x-stage cover on the gantry of the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.